Event description:
A malfunction alarm was reported by the customer, with a display code of malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their health. Technical support provided assistance with resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to report any recurring issues.